Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. The customer stated blood glucose was 387mg/dl, gave 3 units and now is 418mg/dl. The customer was unable to troubleshoot at the moment due not having tubing clamps. Customer stated they will change entire site and set and will call back if issues continue. The customer's blood glucose was 418mg/dl.